Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery needs to be replaced to address the issues. A "service required" code was found in the ventilator's downloaded error log. The device's power management board needs to be replaced to address the issue.